Event description:
The bed hi/low function is drifting.

Manufacturer narrative:
The facilities maintenance department replaced the beds hi/low drive brake washer, spring brake and loading brake to repair the bed.